Event description:
Report submitted by csi rep. Incident report :"dr. (B)(6) said he went to use his spoon forceps to retrieve an iud and the bite would not close. Complaint was placed on friday 7/31. He was unable to complete his procedure bc the device was ineffective. He tried tightening the dial, open and close the handle. He said it does not work properly". Please see attached for details. 08.17.2020- updated with follow-up response- dr stated "I tried to about 5 minute to remove a retained iud which I was not able to do". 1216677-2020-00188 spoon forceps long serrat es-lngr e-complaint-(B)(4).

Manufacturer narrative:
Investigation x-inspect returned samples *analysis and findings distribution history the complaint product was purchased from reda instrumente - gmbh. Manufacturing record review manufacturing record review not applicable to this product. Incoming inspection review a review of the incoming inspection record could not be performed as the record could not be located at the time of this investigation. If the incoming inspection record should be located going forward, it will be reviewed, and this complaint amended accordingly. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed similar complaints of lack of iud hock removal. Product receipt the complaint product (es-lngr, spoon forceps long, serrat, 1 each) was returned under RMA # (B)(4). Visual evaluation visual examination of the complaint product revealed no physical damage. Functional evaluation complaint product was functionaly evaluated and found to function properly. Root cause the root cause of this issue has been attributed to the user error. *correction and/or corrective action no further corrective action is necessary, as the complaint condition was not confirmed. No further training required at this time. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported complaint condition.

Event description:
Report submitted by csi rep. Incident report :"dr. (B)(6) said he went to use his spoon forceps to retrieve an iud and the bite would not close. Complaint was placed on friday (B)(6). He was unable to complete his procedure bc the device was ineffective. He tried tightening the dial, open and close the handle. He said it does not work properly". 08.17.2020- updated with follow-up response- dr stated "I tried to about 5 minute to remove a retained iud which I was not able to do". 1216677-2020-00188 spoon forceps long serrat es-lngr e-complaint-(B)(4).